Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had a leak and had air bubbles. The customer's blood glucose level was between 100 to 105mg/dl. The customer stated that he filled the reservoir and got all the air out of it as it got closer to getting empty there were a lot of small bubbles and there are bubbles in between the o-rings. The customer also mentioned that the leak was past first o ring. Customer stated they were unsure if there was an air bubble in the reservoir. The reservoir will not be returned for analysis.

Manufacturer narrative:
Evaluated 8 open or used reservoirs. Cannot performed manual test per dop114-811 appendix g to reservoirs due to the plungers not returned. Unable to confirm customer complaint; missing transfer guards and plungers. Reconnected and using a new lab transfer guards and plungers; performed pre-fill reservoirs test per dop114-811 and es9041. Found reservoirs no leakage anomaly when removing the plungers.